Manufacturer narrative:
Return requested of suspect articulating arm on 04/12/2017. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that while in a catheter-based procedure, the site's navigation system articulating arm that would not tighten properly. No further details regarding the behavior, or specifically when it occurred, were provided. A second articulating arm was brought in to allow the procedure to continue. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.